Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va051ye, implanted: (B)(6) 2013, product type lead. (B)(4). Fdccodes: pertain to product ID 3058 serial# (B)(4), product type implantable electrical stimulator. Device codes: (B)(4) fdccodes: pertain to product ID 3889-28, lot# va051ye, product type lead.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s device was not "doing anything it's supposed to and it's not working. The patient clarified she was referring to bladder incontinence. She stated she has always had trouble with that. She also stated she thought she tore the lead in half by falling. She stated that she was on a lift at her church and it kept jerking her. She indicated that by the time she got down her ins hurt. The patient further reported she has been really bloated and had swollen ankles. She stated that the healthcare professional (hcp) thought the device needed to be changed. The patient indicated she had stroke and her memory was not like it used to be. No further complications were reported or anticipated. Additional information was received from a consumer. It was reported that the patient fell on ice in (B)(6), and fell back on the elevator and hit the bar on it. It was noted the patient had a stroke on (B)(6) 2016 that had nothing to do with this/the device. It was reported the patient tore the lead in half. The patient had to have surgery to remove it and put it somewhere else. The patient felt it through their skin, and now it was acting up, not working at all, and they were leaking a lot more now. It was noted the patient would see their doctor tomorrow. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.